Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product lot number/expiration date - unknown. Manufacture date - unknown.

Event description:
It was reported patient underwent an open reduction internal fixation procedure in (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2014, due to fracture of the nail. The nail was removed and replaced with a longer nail; however, a delay occurred during removal of the nail.